Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated with coolsculpting and has developed paradoxical hyperplasia.

Manufacturer narrative:
H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01384-00.

Event description:
A voicemail was left from a provider reporting a patient has developed paradoxical hyperplasia.

Manufacturer narrative:
In section h10. Corrected statement is the following : subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01434-00.

Event description:
A voicemail was left from a provider reporting a patient has developed paradoxical hyperplasia.